Event description:
In preparation for an esophageal ligation, the physician selected a cook 6 shooter saeed multi-band ligator. It was reported that the trigger cord cannot release bands. A photo was provided of the device with a loose trigger cord under the bands. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. All components were included in the return. Photos were provided by the user. The first and second photo provided shows the barrel with all 6 bands on the end of the endoscope and the trigger cord is extended away from the barrel. The third photo shows the box and the label matches that in the report. Our laboratory evaluation of the product said to be involved confirmed the complaint based on the condition of the returned device. A visual inspection showed that 5 bands remained on the barrel and one band was loose in the tray, portions of the trigger cord had come away from the barrel and was no longer properly retained under the bands. All 12 deployment beads are present on the trigger cord however they are shifted out of position on the barrel. Correct bead placement could not be verified due to the trigger cord still being attached to the barrel. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The subassembly history record for the trigger cord said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report; the trigger cord leg was extended away from the bands. A definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Additional information received indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. There have been a total of 13 reported occurrences of this nature during the time period reviewed. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user used an olympus endoscope with an mbl-6-f which is designed to work with fujinon endoscopes, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.